Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 6mm to occlude the vessel. The physician inserted the stent delivery catheter and advanced it forward into place. The physician was about to deploy the stent and observed on the fluoroscope and noticed that the occlusion balloon had deflated. The patient's vessel had several new thrombi develop in the bypass vessel, which showed already first indication of slow flow with severe st elevation. The stent was deployed immediately, and a second stent was also placed for treatment of the distal stenosis. The area below the vessel occluded completely due to thrombosis, therefore no vessel outlet was to be seen. During the aspiration 15-20ml of old and fresh thrombosis material could be secured. The patient is back at the hospital and in stable condition. However because of the huge anterior mi the ck raised up to 1800. According to the physician only a few of the original pump function (35-40%) remained.